Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This patient with a history of left bundle branch block, hypertension, diabetes, and prostate cancer was implanted with a 23 mm sjm trifecta valve on (B)(6) 2011. On (B)(6) 2011, the patient had a head CT that showed a cva; presumed to be procedural related. The patient was treated with acenocoumarol. Precipitating symptoms or causes that led to the CT are unknown. The patient had hemiparesis post-event resolution.